Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem correction. D4: device identification correction. H2: type of follow up correction.

Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that a damaged needle occurred. The sensor was inserted into the arm on(B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.